Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery (rca). The physician attempted to place the 2.25x28mmtaxus liberte stent, but found some resistance. Upon removal, the proximal stent edge was found to be flared. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage throughout. The distal stent struts on row 1 were slightly flared. The proximal stent struts on rows 1 to 4 were raised and misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the inflation lumen, therefore indicating the device had been prepped for use. It was not possible to insert a 0.015 inch product mandrel due to the solidified contrast media present. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).